Manufacturer narrative:
The sample is indicated as unavailable for evaluation. Without any evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
"Need perform new puncture due to catheter rupture at butterfly base".